Manufacturer narrative:
Date of event: (B)(6) 2016 is the approximate 2 week post op date. To date the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent intraocular lens implant in his left eye and is currently experiencing unexpected post op refraction. Post op week two, approximately (B)(6) 2016, distance visual acuity 20/30, -2.00 + 1.50 x 108, j4 near vision. Outcome was not as intended. The symptoms have been noted to be interfering with the activities of daily life for the patient. It was reported that the doctor is thinking of replacing the lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore, the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.